Event description:
It was reported that the patient was experiencing inadequate stimulation despite reprogramming. The patient underwent an explant procedure and the explanted ipg will not be returned.